Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The device was received for failure investigation and the reported issue was confirmed. The microstructure pressure sensor u6 on the data acquisition (da) board was replaced to resolve the reported issue. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The v60 was returned for failure investigation (fi) and the reported issue was confirmed. The root cause was traced to a defective u6 (microstructure pressure sensor) on the da board.

Event description:
The customer reported that the check vent: proximal pressure sensor autozero failed - e/c 110a occurred. There was no patient involvement.